Manufacturer narrative:
Upon receipt, the ICD was interrogated, revealing the battery status mos2. The ICD was implanted for 34 months and 182 charging cycles were recorded to the device memory. The memory content of the device was analyzed. Oscillating values of the right ventricular pacing impedance, with values greater than 3000 ohm were documented. Oscillating rv shock impedance values were also observed. During the analysis of the available iegms noise was observed in the right atrial and right ventricular channels. Due to the detection of noise in the rv channel multiple shocks were delivered, as mentioned in the complaint description. Therefore a sensing test was performed, and the device sensed the attached heart signals free of noise, proving the sensing function of the ICD to be fully functional. There was no indication of a device malfunction. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. A fibrillation signal was applied and the device delivered a defibrillation shock as specified, documenting a correct sensing and shock delivery. In particular, the specified energy level was reached. In conclusion, the memory content as well as the therapeutic functionality of the ICD were inspected. The available iegms confirmed the detection of noise with resulting shock deliveries. However, a thorough analysis of the ICD proved the device to be fully functional.

Event description:
Patient was shocked 86 times due to lead integrity issue. Device and lead were explanted. Device to be returned for analysis. Rep reported that sensing dropped and impedance values increased a month prior, however patient had refused new cardiomessenger prior to the event and was not being monitoring on home monitoring.